Event description:
The distal tip of the marathon catheter was stuck in the glue mass and retained. Patient is doing well and was discharged day after procedure.note: md stated this is known to happen with this product and FDA probably already aware. We have reported anyway however.